Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary artery bypass graft procedure. The endocoronary sinus catheter and the endopulmonary vent catheter were placed without difficulty using transesophageal echocardiography and fluoroscopy for guidance. Radiopaque contrast was injected through the endocoronary sinus catheter and the image was thought to show contrast refluxing into the right ventricle. There was some uncertainty regarding how far the endocoronary sinus catheter was advanced into the coronary sinus. One cc of volume was injected into the balloon without ventricularization of coronary sinus pressure. A second cc was injected with ventricularization of pressure. The pt gradually became hypotensive. When the thoracotomy was performed, the pericardium was found to be filled with blood. A stemotomy was perfomed and a 1 cm tear was found in the coronary sinus 2-3 cm upstream to the orifice. The tear was repaired and the operation completed without difficulty. The pt recovered without further complications.